Event description:
It was reported that an inappropriate shock was delivered from this subcutaneous implantable cardiac defibrillator (s-ICD). Boston scientific technical services was contacted for a data review and it was alleged that the shock was delivered due to over-sensed sense node b artifacts. The physician initially elected to reprogram the device to the secondary sensing vector and continue with remote monitoring. However, another inappropriate shock was delivered in the secondary vector due to over-sensed noise. The physician elected to surgically explant and replace the entire s-ICD system. During the explant procedure, the physician experienced minor difficulties when removing this system, but was successful with the explanation and a new s-ICD system was implanted to resolve the event. No additional adverse patient effects were reported. This system has been received for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that an inappropriate shock was delivered from this subcutaneous implantable cardiac defibrillator (s-ICD). Boston scientific technical services was contacted for a data review and it was alleged that the shock was delivered due to over-sensed sense node b artifacts. The physician elected to reprogram the device to the secondary sensing vector and continue with remote monitoring. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that an inappropriate shock was delivered from this subcutaneous implantable cardiac defibrillator (s-ICD). Boston scientific technical services was contacted for a data review and it was alleged that the shock was delivered due to over-sensed sense node b artifacts. The physician initially elected to reprogram the device to the secondary sensing vector and continue with remote monitoring. However, another inappropriate shock was delivered in the secondary vector due to over-sensed noise. The physician elected to surgically explant and replace the entire s-ICD system. During the explant procedure, the physician experienced minor difficulties when removing this system, but was successful with the explanation and a new s-ICD system was implanted to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that an inappropriate shock was delivered from this subcutaneous implantable cardiac defibrillator (s-ICD). Boston scientific technical services was contacted for a data review and it was alleged that the shock was delivered due to over-sensed sense node b artifacts. The physician elected to reprogram the device to the secondary sensing vector and continue with remote monitoring. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.